Manufacturer narrative:
This report is submitted on november 30, 2016, by cochlear limited on behalf of (B)(4) registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
It was reported that the patient experienced infection at implant site and was treated with oral antibiotics (date and duration not reported). Post treatment it was found that the electrode array had extruded, resulting in the decision to explant the device. Subsequently on (B)(6) 2016 the device was explanted. Re-implantation is planned but has not taken place as of the date of this report (B)(6) 2016.

Manufacturer narrative:
(B)(4).